Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of elastomeric pumps was leaking from an unspecified location. Traces of condensation were observed between the housing of the device and the elastomeric bladder prior to patient use. There was no patient involvement. No additional information is available.